Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer experienced fluctuating blood glucose. The customer reported their blood glucose declined to 45 mg/dl and the insulin pump went into threshold suspend. The customer treated their blood glucose with orange juice. It was found the customer's blood glucose rose to 335 mg/dl within the next hour. The customer also reported experiencing a high blood glucose of 448 mg/dl while asleep. Customer reported feeling sick and vomiting from their high blood glucose. The customer also reported physical damage to the insulin pump. Customer reported cracks were present around the battery cap compartment on the insulin pump. The customer stated the damaged occurred because the battery cap was screwed on too tight. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner and battery cap stripped coin slot.